Event description:
Hcp reported the patient has been going to the hospital with uncontrolled nausea and vomiting and increased sedation 1-2 days after each pump refill. When the pump is interrogated, everything is fine. The residual volumes have always been correct and the refill procedure has always been normal. The patient feels the pump is giving them a bolus after the refill, but there is no indication to the hcp that this is happening. The hcp planned to bring pt in early for refill, cut pump dose in half, and then have pt return in 2-3 days for an adjustment. Pt is being given oral supplements, so there is no problem with withdrawal. The patient was seen in the physician's office on 06/2002 and is doing great. Pt had no complaints of nausea and vomiting. The pump dosage was increased.